Event description:
Additional information was obtained. Approximately, three months later, this system was successfully replaced. There had been evidence of pocket migration and endocarditis. The patient was treated with intravenous antibiotics.

Event description:
Boston scientific received information that the patient with this device was hospitalized for an unknown infection and sepsis. Echocardiography transesophageal evaluation did not reveal any vegetation on the device or leads. The leads had not moved from their implanted position. A decision was made to replace this system. A revision procedure was performed. This system was removed and replaced. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -